Event description:
According to the reporter, since the beginning of a tonsillectomy procedure, the device handle clamp was unable to click open automatically after clamp and cut. The device was applied to the tonsil plane tissue at the time of the issue and was manually push open to be removed. It was cleaned three times in half an hour. The knife blade was not extended nor protruded beyond the edge of the jaws. No piece fell into patient's cavity. Replaced with another device and it worked fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found eschar build-up in the knife track, on the cutting blade, and behind the jaws. The blade movement was hindered by the eschar, as the movement was slow and the trigger was stiff. The poor cutting blade movement affects the opening and closing of the jaws. Functional testing noted that the weld integrity of the device was within specification. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the jaws were difficult to open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to r elease to ensure that it meets all medtronic quality specifications. D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (serial#unknown) this product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k171066. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.